Event description:
Procedure: sigmoidectomy. According to the reporter: the surgeon used the ultra handle and amt tri-staple 60mm load across the distal sigmoid colon. There were no issues observed at the time of use. The hemostasis was good and the staple line looked to be complete. The surgeon then used a pursestring suture to place the anvil of an eea in the proximal resection. When attempting to mate the eea31 stapler device to the anvil, she went through the rectal stump with the eea. The surgeon did not say that this was an instrument malfunction. They converted to an open procedure and used a ta30 across the rectal stump and applied another eea31 (stapler only). As the anvil was still in the patient and was working fine (the first eea31 was dropped on the floor). The anastomosis was tested and appeared to be secure. The tissue damage reported. The case went for at least another hour beyond what would have been considered normal for the original procedure. No bleeding reported.

Manufacturer narrative:
(B)(4).